Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-26405. It was reported the patient was experiencing ineffective stimulation and wants to have her scs system explanted. The patient has not been reprogrammed since implant; however, she refused this intervention. Surgical intervention is pending to address this issue.